Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system - controller 2.0: controller 2.0 / (B)(4) / model #: 1420 / catalog #: 1420 / expiration date: 10/31/2018, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 10/31/2017, labeled for single use: no. Brand name: heartware ventricular assist system - controller 1.0 : controller 1.0 / (B)(4) / model #: 1403 / catalog #: 1403 / expiration date: 09/30/2014, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device manufacture date: 09/30/2013, labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline had several areas of weakening and damage due to kinking. This event was associated with electrical faults, high watt alarms and pump stop events. The site further reported that the patient's controller was exchanged prior to being admitted in the hospital. The driveline damage was repaired. The pump, the driveline and the controllers remains in use. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline cable and the two controllers were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Analysis of controller log files of the controller revealed 5 electrical fault alarms, 19 high watt alarms and 6 vad disconnect alarms logged since 5-nov-2018. The electrical fault alarms were logged as a result of an over current condition resulting in the pump running on a single stator only. The subsequent high watt alarms were a result of the increased power consumption required to run on a single stator. The vad disconnect alarms were likely due to physical disconnection of the driveline from the controller. On-site inspection of the driveline cable revealed several breaks and discoloration of the outer sheath. As a result, the reported event was confirmed. Driveline sheath repair and splice repair procedures were performed to mitigate the conditions reported. An internal investigation was conducted for driveline sheath damages. Based on the investigation conducted, the most likely root cause of driveline sheath damage may be attributed to multiple factors such as design issues and/or exposure to uv light. Based on the available information, a possible root cause of the electrical fault alarms may be attributed to a short in the driveline/connector due to several wires coming in contact with each other during the use of the device. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.